Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, during an unknown procedure, while the surgeon was inserting the definitive transforaminal posterior atraumatic lumbar (t-pal) implant cage, the inserter (applicator inner shaft) has done a longitudinal dural breach. The dural sac was tense and since the patient had undergone surgery in the past, the scar tissue was limiting the capacity of the dural sac to be retracted. The applicator clamps (applicator inner shaft) were in cause: they are more bulky than the implant. The breach was limited, and the surgeon has used surgical sealant / glue to repair the dural tear. It is unknown if there was surgical delay and if the procedure was completed successfully. The patient was doing well and no further action was needed. Concomitant device reported: unknown t-pal implant cage (part# unknown, lot# unknown, quantity# 1) t-pal applicator knob (part# 03.812.004, lot# unknown, quantity# 1). This report is for one (1) t-pal spacer applicator inner shaft . This is report 1 of 2 for complaint (B)(4).